Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection on (B)(6) 2010. There was no report of adverse patient effects due to the explant procedure. Boston scientific received information in late-(B)(6) 2016 that this patient had died on (B)(6) 2010.